Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A visual assessment of the returned sample revealed strain relief damage. The returned sample was connected to a calibrated console. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. Testing at itc found the handpiece to meet manufacturer specifications. Therefore, the customer reported event was not able to be confirmed. The handpiece was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Through investigation of this complaint, it has been determined that the product met specifications. Therefore, no corrective actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the ophthalmic handpiece motor was overheating. Procedure details and patient impact have not been provided. Additional information has been requested, but no response has been received to date.